Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure undersensing was noted on the right atrial (ra) lead. Repositioning was attempted but the issue remained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.